Manufacturer narrative:
No report of patient involvement. UDI # (B)(4). A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The internal vacuum hose was re-routed to eliminate a kink in the hose which resolved the reported issue.

Event description:
The hospital reported that the system had no suction. There was no report of patient involvement.